Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that during chemotherapy of taxol the product leaked. Patient was exposed to taxol on skin, no issue noted to skin after cleaned up. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) used samples were returned for evaluation. Based on the evaluation results, both samples were spiked into an IV bag container containing water in order to functionally test the product. During testing it was noted that water was leaking from the lower vent of the air eliminating filter of one of the two samples. The house retain samples were reviewed and met internal specifications. All information concerning this reported incident has been included in our trend analysis of the product line. B. Braun has engaged the filter manufacturer to see if they can further determine what may be causing or contributing to these events. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) used samples were returned for evaluation. Both samples were functionally tested and spiked into an IV bag containing water. Upon further inspection, it was noted that one of the samples was found to be leaking water from the lower vent of the air eliminating filter. To investigate further, all samples and information were forwarded to our supplier. Per the investigation performed by the supplier, this leakage is attributed to "wetting out," which is likely a result of interactions between the component material and disinfecting solutions used. As stated by our supplier, "if aqueous solutions with a surface tension close to or similar to water (27 dynes) contact the ptfe membrane, the filter housing will burst before the ptfe membrane is wetted. If solutions with a surface tension close to 27 dynes are used, wetting pressures typically experienced during infusion therapy will be observed. If the surface tension of the fluid is lower than 27 dynes, the ptfe membrane will be wetted relatively easily. From our experience, it is believed most hospitals use a 70% ipa solution for disinfectant purposes, and this has a surface tension of ~23 dynes." It was determined that this is the most likely root cause of the observed leakage. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. Retained units from the reported lot number were functionally tested per specification with passing results. If additional pertinent information becomes available a follow-up report will be filed.